Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed distal and 3 partial recaptures were attempted. After the 3rd recapture, pericardial effusion was noted measuring 2mm. The closure device was deployed again and the release criteria were met. The patient was monitored in the lab for 30 minutes after the case and the effusion did not increase. The patient remained stable and was discharged home.